Event description:
Patient states that this pump is not 'suctioning' as it should. All connectors were checked and set up correctly. She used the pump in nicu and got lots of milk but very little from this one.